Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. No device problem found. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 330 mg/dl which was treated with manual injection. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection for the high blood glucose. The customer was assisted with troubleshooting. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.